Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 10:00am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a result of 230mg/dl. A normal result for that time of day is usually around 90-101mg/dl. Caller stated that she did not have any symptoms but she felt that the result she received was too high, so she drove herself to the hospital. She stated that she did not consume any medications or food prior to seeking medical attention. The caller stated that when she arrived at (B)(6) hospital located at (B)(6), her blood glucose was 149mg/dl. Caller stated that she did not receive any treatment at the hospital. Caller also no longer had the test strips used that day. She stated that she was at the hospital for 3 hours. No additional information was provided